Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system, but did not confirm the reported issue.

Event description:
The hospital reported a malfunction of the bag to vent switch preventing mechanical ventilation. There was no report of patient involvement.